Event description:
Approximately three weeks post index procedure the patient went into cardiac arrest. Cardiac massage and dc shock were conducted. Cag was conducted with pcps and cannulation and occlusion was observed in the implanted cypher. It seems to be caused by thrombus. The patient didn't recover and passed away.

Manufacturer narrative:
An 82 yr old male pt with a history of angina hypertension, smoking, previous pci, emphysema, ashthma and acute choleystitis experienced a thrombotic event and expired three weeks post cypher stent implantation. The reason for the patient's initial elevtive admission to hospital was not reported; but an angiogram revealed a lesion in the patient's proximal to mid lad. This patient's advanced age and his extensive history puts him at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. The hightest reported act was 287. The mid to proximal lad was described as de novo, type c, 55mm in lenth eccentric in an area fo flexion, calcified and located in bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre dilated prior to the placement of a 2.50 x 18mm cyher stent in the proximal lad. This was followed by the placement of a 2.50 x 28mm cypher stent in the mid lad, distal to the first cypher. Both stents were deployed a maximum inflation pressures of 20 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent initimal damage or vessel dissection. In addition, the IFU recommends the placement of multiple stents from the distal to the proximal aspect in order to prevent the disruption of the stent's geometry. This was then followed by the placement of a non cordis bms distal to the second cypher stent. All three stents were placed in an overlapping fashion. Of note, the first and second diagonals were noted to be totally occluded and jailed off by the stents implanted during this procedure. The patient was dischareged on medications that included asa and ticlid. Three weeks after the index procedure, the patient experienced a cardiac arrest. He was treated with cardiac massage, defibrillation and iabp. A repeat angiogram revealed an occlusion in the implanted cypher stent that appeared to be thrombotic in nature. Despite all efforts the patient expired. According to the procedural physician the cause of the thrombotic event was that the patient's acute cholecystitis decreased his ability to absorb his prescribed ticlid and precluded further administration of asa. There are multiple patient, vessel, procedural and pharmacological factors that may have contributed to this event. DHR review was conducted and the product met quality requirements for product acceptance. This is the second of two products involved with this adverse event, which is associated with mfg report # 9616099-2006-00013 and 9616099-2006-00014.